Event description:
The reported event was as follows: after a successfully completed da vinci-assisted sigmoid colectomy procedure on (B)(6) 2021, the patient returned to the hospital approximately two weeks post-operatively on (B)(6) 2021 presenting undisclosed symptoms of an anastomotic microleak where a third party "eea ethicon stapler" had been used. The patient was treated with antibiotics and the leak sealed on its own. No second procedure or additional medical intervention was required. Product description: eea ethicon stapler 323485. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).